Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a prestige atra graspersgl-act5mm 36cm (part# 8360-00) was used during a endoscopic procedure on (B)(6) 2024. According to the complainant the moveable part of the grasper broke inside the patient. The part was retrieved and immediately discarded. Reportedly and MRI was performed in order to ensure no fragments remained inside the patient. The adverse event is filed under aic reference xc 100037234 cc 400678199.